Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 3/30/2017 stating that the patient developed symptoms likely from the increased pacing between 100-120 bpm. This lv lead is attached in the rv port of the device to mitigate any inappropriate shocks. The physician was dr. (B)(6) in (B)(6) clinic at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).